Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the tip clamps, plunger clamps, compression springs and lld springs in the affected areas. Fse replaced 2-pole lld cables at collet positions 1-6 and cleaned and lubricated the x-arm assembly. The instrument was tested without further problem and was returned to expected operation.